Event description:
Customer reported erroneous high access pth (parathyroid hormone) test result was obtained for one pt sample when using a unicel dxc 600i synchron access clinical system. The initial test result was above the normal reference range. Test results were not reported out of the lab. Repeat analysis was performed. The test results were normal. There was no report of adverse event or serious injury, or change to pt management related to this event.

Manufacturer narrative:
Customer stated that there had been an on-going issue with reproducibility. Test results were provided for one pt only. Samples were collected in serum tubes with gel separator and centrifuged for 10 minutes - speed not provided. All results from primary tube and aliquoted through cta (closed tube aliquotter). There were no result flags generated with these results. Customer stated that their quality control (qc) ranges are set within 1 sd (standard deviation) of biorad qc peer group and they are recovering close to peer mean. Pth qc was in range on day of event. On (B)(4) 2009, the field service engineer evaluated the analyzer. Obtained incubator belt and rv holders. Installed and performed alignments to the sub-assemblies. Processed two service assays and passed. Ran system check. Root cause was not determined. The issue with the incubator belt that was resolved during the service call on (B)(4) 2009 was evaluated and determined that it was not the root cause of this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4)2008 through (B)(4) 2010 for add'l reportable event.